Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had in the plastic distal end of the bending section fiber or wire sticking out. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken fibers. A root cause could not be identified. Based on the results of the investigation, it is likely the device had a cracked and peeling third party bending section cover glue on its bending section causing the fiber or wire sticking out of the probe distal end cover at the bending section. The most probable cause of broken fibers is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.